Event description:
One viper rod holder broke after the scrub tech loaded the rod. This occurred away from the sterile field. A second rod holder was used. This device broke while the surgeon was attempting to align the rod thru the screw heads. Surgeon was able to retrieve the broken fragment and the rod from the pt. A third rod holder was "flashed" and the rod was placed into the screws, as desired. As breakage during use can result in the need for surgical intervention to remove the fragment an MDR is being filed to document this event.

Manufacturer narrative:
Two rod holders were returned with pieces broken off and missing. Visual examination under magnification indicates that the malfunctions were due to fatigue fractures. No definitive conclusions can be drawn at this time. It is likely that excessive force applied to the device resulted in material fatigue. Care must be taken to ensure that the device is not over tightened (as stated in the surgical technique) and that the rod is in proper alignment with the screw head during placement.